Manufacturer narrative:
Bd did not receive any sample or photo from the customer facility for evaluation; therefore, the investigation was limited. Sleeve function testing was conducted on 30 of the retention samples from the incident lot. Sleeve leakage, non-sleeve recovery, and sleeve fall off were not observed as all retention samples met specifications. A review of the manufacturing records was performed for the incident lot and no issues were observed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that bd vacutainer® push button blood collection sets with pre-attached holder, sleeve did not recover from luer and it had blood leakage in the holder. No injury or medical intervention.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The actual date of event is unknown. The date received by manufacturer has been used for this field. (B)(6) 2017.